Event description:
Dome detached during traction removal. The detached dome portion was removed endoscopically. Indwelling period was 204 days. The doctor in charge was skilled in traction removal of the device, with experience of about 40 cases in a year.